Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The insulin pump power up properly after battery installation. The pump was received with operating currents within spec. The pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarm noted. However, the power management graph tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on the, pump was monitored and functioned properly. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they received a power loss alarm. They stated that they have already changed the battery four times that week. Their blood glucose was unknown. After trouble shooting for power loss alarm, the customer received another power loss alarm. The customer was advised that the pump would be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarm noted. However, the power management graph tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratches on lcd window.